Event description:
It was reported that the customer went into the hospital and the local diabetes educator provided a loaner insulin pump until the replacement insulin pump arrives. Customer requested assistance on completing the rewind sequence. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.